Event description:
It was reported that during a lap donor nephrectomy procedure, on the 4th firing the device fully cut and partially staples. The case was converted to an open procedure to control the bleeding using a large clip. No blood transfusion was required. In addition, the cartridge fell into the pt, but was retrieved. The cartridge appeared to be damaged. The metal sleeves on either side of the cartridge had separated from the proximal to distal end 1mm or more. The scrub appeared to load the device properly, however, was not swishing in between firing. Pt is currently stable.

Manufacturer narrative:
Date sent: 05/21/2008. Info anticipated, but unavailable at this time.